Event description:
(B)(4). It was reported that the patient had an elevate posterior implanted in the anterior compartment. Following the implantation, the patient is complaining of "incontinence and groin/hip pain." It was also reported it "has not failed the anterior compartment." A revision surgery occurred to "figure out the source of her pain." The patient's incontinence status will be reevaluated in the months to come and the physician will decide if additional treatment is needed at that time. No additional patient complications have been reported in relation to this event.